Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting stock, it was found that there was a hair in the packaging. There was no patient involvement. Attempts have been made and no further information could be provided.